Event description:
It was reported that the flip flo became disconnected resulting in urine burn. The patient's nurse applies bepanthen cream daily to his urine burn. The patient is a paraplegic and has been in bed for approximately 10 days since the reported event. The patient claims damage to perineum, partly due to urine leakage from the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.